Event description:
It was reported, "termination of the catheterization process due to hcp, the need to reestablish a sterile barrier, and the patient's treatment time was delayed. The catheter puncture sheath is notched, resulting in damage to the patient's blood vessels during puncture. If the treatment is delayed, the catheter can only be re-removed for the patient." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. Two photographs of a microintroducer sheath were returned for evaluation. An observation of the photographs showed a microintroducer sheath tip. A bulge in the distal end of the microintroducer was observed. No other damage was observed on the length of the sheath. No obvious use residues were observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "termination of the catheterization process due to hcp, the need to reestablish a sterile barrier, and the patient's treatment time was delayed. The catheter puncture sheath is notched, resulting in damage to the patient's blood vessels during puncture. If the treatment is delayed, the catheter can only be re-removed for the patient." No other information was provided.